Event description:
Device report 1 of 3: reference MFR report: 1627487-2012-09282. Reference MFR report: 1627487-2012-09283. The pt is implanted with two percutaneous lead (from different lots). It has been reported, the pt had been experiencing a feeling of burning sensation at the ipg pocket site while using stimulation. The pt also reported pain at the surgical site. Follow-up indicated, the pt was reprogrammed which provided pain relief. It was also noted, the pain pt was experiencing was due to the implant procedure. The issue has been resolved. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.